Manufacturer narrative:
No RMA has been issued for the return of model m41srr serial number (B)(4). Emi can affect the wheel chair in the form of erratic behavior. The following information is provided in the pronto m41 with surestep part no. 1143206 user manual. Page 15: warning: "caution: it is very important that you read this information regarding the possible effects of electromagnetic interference on your powered wheelchair. Electromagnetic interference (emi) from radio wave sources, powered wheelchairs and motorized scooters (in this text, both will be referred to as powered wheelchairs) may be susceptible to electromagnetic interference (emi), which is interfering electromagnetic energy (em) emitted from sources such as radio stations, tv stations, amateur radio (ham) transmitters, two way radios, and cellular phones. The interference (from radio wave sources) can cause the powered wheelchair to release its brakes, move by itself, or move in unintended directions. It can also permanently damage the powered wheelchair's control system. The intensity of the interfering em energy can be measured in volts per meter (v/m). Each powered wheelchair can resist emi up to a certain intensity. This is called its "immunity level." The higher the immunity level, the greater the protection. At this time, current technology is capable of achieving at least a 20 v/m immunity level, which would provide useful protection from the more common sources of radiated emi. There are a number of sources of relatively intense electromagnetic fields in the everyday environment. Some of these sources are obvious and easy to avoid. Others are not apparent and exposure is unavoidable. However, we believe that by following the warnings listed below, your risk to emi will be minimized. The sources of radiated emi can be broadly classified into three types: hand-held portable transceivers (transmitters-receivers with the antenna mounted directly on the transmitting unit. Examples include: citizens band (cb) radios, "walkie talkie", security, fire and police transceivers, cellular telephones, and other personal communication devices). Note: some cellular telephones and similar devices transmit signals while they are on, even when not being used. Medium-range mobile transceivers, such as those used in police cars, fire trucks, ambulances and taxis. These usually have the antenna mounted on the outside of the vehicle; and long-range transmitters and transceivers, such as commercial broadcast transmitters (radio and tv broadcast antenna towers) and amateur (ham) radios. Note: other types of hand-held devices, such as cordless phones, laptop computers, am/fm radios, tv sets, cd players, cassette players, and small appliances, such as electric shavers and hair dryers, so far as we know, are not likely to cause emi problems to your powered wheelchair." And page 16: warning: "powered wheelchair electromagnetic interference (emi) because em energy rapidly becomes more intense as one moves closer to the transmitting antenna (source), the em fields from hand-held radio wave sources (transceivers) are of special concern. It is possible to unintentionally bring high levels of em energy very close to the powered wheelchair's control system while using these devices. This can affect powered wheelchair movement and braking. Therefore, the warnings listed below are recommended to prevent possible interference with the control system of the powered wheelchair. Electromagnetic interference (emi) from sources such as radio and tv stations, amateur radio (ham) transmitters, two-way radios, and cellular phones can affect powered wheelchairs and motorized scooters. Following the warnings listed below should reduce the chance of unintended brake release or powered wheelchair movement which could result in serious injury. Do not operate hand-held transceivers (transmitters receivers), such as citizens band (cb) radios, or turn on personal communication devices, such as cellular phones, while the powered wheelchair is turned on; be aware of nearby transmitters, such as radio or tv stations, and try to avoid coming close to them; if unintended movement or brake release occurs, turn the powered wheelchair off as soon as it is safe; be aware that adding accessories or components, or modifying the powered wheelchair, may make it more susceptible to emi (note: there is no easy way to evaluate their effect on the overall immunity of the powered wheelchair); and 5) report all incidents of unintended movement or brake release to the powered wheelchair manufacturer, and note whether there is a source of emi nearby. Important information: twenty volts per meter (v/m) is a generally achievable and useful immunity level against emi (as of may 1994) (the higher the level, the greater the protection); this device has been tested to a radiated immunity level of 20 volts per meter; the immunity level of the product is unknown. Modification of any kind to the electronics of this wheelchair as manufactured by invacare may adversely affect the emi immunity levels."

Event description:
The consumer states her chair had a clicking noise and was repaired by (B)(4). After her chair was returned to her, it allegedly took off and spun out of control in the street, almost throwing her out of the chair. No injury is alleged.